Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. It was reported that the carto 3 system displayed a map eco cable test failed (code unknown). The qdot catheter was unable to come on to ablation. They reseated the eco cable without resolution. There was static on carto 3 system catheter temp viewer. The ngen generator displayed a rf cable disconnect error (code unknown) when the cable was not disconnected. They replaced catheter cable without resolution. The caller stated the generator was rebooted without resolution. The rf cable was replaced without resolution. The catheter was replaced and the issue was resolved. It was also reported that a pericardial effusion was noticed during the procedure. Ablation was performed prior to noting the pericardial effusion. They had to drain the pericardial effusion. The patient was stable and was admitted to the intensive care unit (ICU). Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed and the device was visualized and recognized correctly, however, no temperature was displayed on the generator, causing that the ablation could not be performed, due to an open circuit on the tip area. No other errors or issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The carto 3 recognition issue reported by the customer could not be replicated during the product investigation; the temperature, hardware and unable to ablate issues reported by the customer were confirmed due to the open circuit. The potential cause of the open circuit could not be conclusively determined. This issues were not related to the adverse event reported by the customer. The root cause of the adverse event remains unknown. The instructions for use of the device contain the following recommendations: if the generator does not display temperature, verify that the cables from the catheter to the carto system patient interface unit (piu) and the cable from the carto system patient interface unit (piu) to the generator are properly connected. If temperature still is not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf power; careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the hardware and temperature sensor errors and the unable to ablate investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event and the carto recognition issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. First, it was reported that the carto 3 system displayed a map eco cable test failed (code unknown). The qdot catheter was unable to come on to ablation. They reseated the eco cable without resolution. There was static on carto 3 system catheter temp viewer. The ngen generator displayed a rf cable disconnect error (code unknown) when the cable was not disconnected. They replaced catheter cable without resolution. The caller stated the generator was rebooted without resolution. The rf cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. It was also reported that a pericardial effusion was noticed during the procedure. Ablation was performed prior to noting the pericardial effusion. The pericardial effusion occurred during a right ventricle rv lesion. The injury was confirmed on intracardiac echocardiography (ice). Anesthesia was supporting the patient. They had to drain the pericardial effusion. The patient was stable and was admitted to the intensive care unit (ICU). Patient was sent for a cardiac window and discharged a few days later. The perforation was located in the right ventricle (rv) the patient fully recovered, however, required extended hospitalization. The physician's opinion on the cause of the adverse event is the procedure. No steam pop was evident.